Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: lasso catheter, model #: unknown, lot #: unknown. Carto 3 system, model #: unknown, serial #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and a smartablate generator suffered an esophageal fistula requiring surgical intervention. On post-procedure day 26, the patient returned to the facility reporting symptoms related to the ablation procedure. Computed tomography (CT) revealed an esophageal fistula, which was confirmed during surgery. Patient was reported to be in stable condition after surgical repair. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that it is unknown when the injury occurred. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Generator parameters included power control mode with temperature cut-off of 43 degrees celsius. Generator settings, overall ablation time, and last ablation cycle time at the site of injury were not reported, as the injury was discovered post-procedure. Esophageal protection measures included an esophageal temperature probe. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch uni-directional catheter was in close proximity to the lasso catheter during the procedure. Thermocool smarttouch uni-directional catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.